Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead measuring 37.1 cm / 44.5 cm was returned for analysis. Final analysis found an internal insulation abrasion was noted at 25.7 cm to 26.8 cm from the distal tip. One etfe coating was abraded while the other etfe coating was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This supplemental report is to correct the date of event. The event was observed (B)(6) 2017.